Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The patient did not wish to undergo device replacement at that time. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.